Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment of a generated error and analysis further noted that the front display was "bleeding." All affected parts were replaced to resolve. (B)(4).

Event description:
It was reported that when the radiofrequency ablation generator was turned on it generated an error. The generator was returned for service. No patient complications have been reported as a result of this event. It was further reported that the generator subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.